Event description:
It was reported that this right ventricular (rv) lead exhibited a low intrinsic amplitude measurement. The (B)(6) technical services consultant reviewed the transmission report indicating that there were no under sensing observed, discussed that pacing threshold could not be evaluated with remote interrogation and presenting electrogram showed that the involved pacemaker was operating as programmed. As of this time, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).